Manufacturer narrative:
As received, a complete lead was returned in one-piece. The reported events of dislodgement, abnormal sensing, and elevated capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of difficult to retract and extend the helix was sustained during procedure. Visual and x-ray examination did not find any other anomalies.

Event description:
Manufacturer reference number: 2017865-2021-32290. It was reported that an asymptomatic patient presented for a follow up evaluation. It was noted that the patient's right ventricular (rv) lead exhibited low sensing and elevated capture thresholds. Anteroposterior (ap) and lateral chest x-ray examination revealed that the rv and right atrial (ra) leads had dislodged. The ra lead was repositioned successfully on (B)(6) 2021. The rv lead could not be repositioned as the helix exhibited failure to retract and extend; the lead was extracted and a new rv lead was implanted. The patient was stable pre, intra and post procedure.